Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to infection. All components were explanted and a new spectra device was implanted.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to infection. All components were explanted and a new spectra device was implanted.